Manufacturer narrative:
Date of event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. Due to deformation of the scope connector, water tightness was lost. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The suction cylinder was deformed. The paint on the air/water cylinder was peeled. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the bending angle in the down, right, left directions did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water channel unit on the evis exera ii ultrasound gastrovideoscope was leaking. The issue was detected during maintenance test at the facility. No patient injury reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end. A stain could enter inside the lens through the gap. The acoustic lens surface was damaged. A gap had appeared on the acoustic lens surface. This report is to capture the reportable malfunctions of the gap of adhesive on the distal end. A stain could enter inside the lens through the gap. The acoustic lens surface was damaged. A gap had appeared on the acoustic lens surface noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.